Manufacturer narrative:
B3 approximated. D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has been experiencing persistent difficulties fully deflating the device, along with episodes of regular auto-inflation. He recently underwent an outpatient procedure with his urologist, who was able to deflate the device successfully; however, the patient is still unable to do so on his own. He confirmed that proper inflation and deflation techniques have been reviewed and demonstrated both by the physician and during troubleshooting efforts, but without success. He was advised by his physician to meet with the local representative for further evaluation but has not yet been contacted to schedule this visit. The device remains implanted. No additional patient complications were reported.